Event description:
The customer reported seal not completed appeared and sealing stopped during a therapeutic thoracoscopic esophagectomy procedure involving an Olympus Powerseal. There was no patient injury reported.

Manufacturer narrative:
The device was returned to Olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.